Manufacturer narrative:
Investigation summary: troubleshooting revealed that the customer had incorrectly followed the assay sample pretreatment protocol. Recalibration with a new set of the same lot of calibrators and performance verifiers produced acceptable quality control results. The vitros 250 analyzer operated as intended. User error caused the event.

Event description:
The customer obtained positively biased qc results for hdlc testing on the vitros 250 system. Biased results of this type may initiate inappropriate physician action. Results were not reported and there was no report of patient harm as a result of this event.